Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the remb electric wiredriver left a mark on a patient during a case. Attempts to obtain additional information were made, but were not successful.